Event description:
The hcp reported the pt had been experiencing increased pain. At the first pump refill after implant, the expected reservoir volume was 5.6ml and the actual was 18ml. The pt denied any recent MRI. A rotor study was done and reported as ok. A sideport aspiration was done and no cerebrospinal fluid obtained. The hcp reports the pt would be scheduled for a catheter revision.

Manufacturer narrative:
This report is being submitted following an internal audit.